Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted, concurrently with rectocele repair. The patient experienced pelvic pain, incontinence, and dyspareunia. It was reported that the patient underwent interstim stage I implant on (B)(6) 2012. The patient underwent interstim stage ii implant on (B)(6) 2012. The patient underwent removal of interstim implant on (B)(6) 2013. No additional information was implanted.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and an mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 due to intrinsic sphincter deficiency. It was reported that the patient underwent revision of mesh on (B)(6) 2010 due to pain.